Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿battery ¿ high resistance¿.

Manufacturer narrative:
(B)(4). A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (150 mcg/ml at 60 mcg/day) and morphine (2.5 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and radiculopathy. On (B)(6) 2016, a friend/family member reported that last night there were noises that were heard but they didn't realize what they were; it was like a clock alarm. The patient tried to give himself a bolus this morning and encountered the ptm (personal therapy manager) error code 8474 (pump reset). The reporter went on the internet to find out what the pump code meant and found that it meant a pump error reset but didn't know what that meant. He called the hcp (healthcare professional) and they didn't know either and recommended that they call in. The patient was having symptoms of withdrawal that started this morning; he was "too hot, too cold, shivering, felt sick to his stomach, diarrhea, agitated, etc." The next pump refill wasn't due until (B)(6) 2016 according to the ptm. It was noted that on (B)(6) 2016 they went to a computer store that had a metal detector/magnetic security gate. Additional information was received on 16-jan-2016 from an hcp and it was reported that the patient would be having a pump battery replacement on (B)(6) 2016 as the pump had failed. The patient was seen in the ER (emergency room) on (B)(6) 2016. The pump logs showed the following messages on (B)(6) 2016 at 19:01: "reset occurred"; "reset occurred - low battery"; and "pump in safe state". Additional information was received on 12-jan-2016 from a company representative and it was reported that the patient was admitted to the hospital last night, but it had nothing to do with problems from the pump issue; it was something to do with medical clearance. The pump was replaced. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.